Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a left heart catheterization. Reportedly, during knot advancement, the suture that tightens the knot was inadvertently pulled before the knot was placed on the artery. The sutures were removed and manual compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician was reported to be in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in determining a cause for the reported knot tightening during advancement. Knot advancement failure can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and user technique. Reportedly, the suture that tightens the knot was inadvertently pulled by the user before the knot was placed on the artery. The perclose proglide instructions for use describes the steps needed to be performed to advance and tighten the knot. It appears as if the user missed a step, resulting in pulling the incorrect suture. During manufacturing, to assure that all products perform according to specification they are subject to inspection during manufacturing and a sample is subjected to destructive testing. Based on the reported information and the inspection criteria, the cause for the reported incident where the suture was tightened before the knot was advanced is attributed to user error. A review of the device lot history record and a query of the complaint database were not performed as the lot number was not reported and the device was not returned. There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The non-rail suture limb is white and is used to tighten the knot. The customer reported the device was discarded. The lot number was not reported. A follow-up report will be submitted with all additional relevant information.